Event description:
It was reported during a pump update, the programmer showed a broken programmer icon. The programmer screen then went to the desktop screen. Telemetry was again established and the pump memory error was indicated. The pump memory error occurred during the update. The pump was programmed to stopped pump mode. It was unknown if there were potential sources of emi present. It was noted that an electric aeromatress was being used. The drug used in the pump was lioresal. No patient symptoms were reported. The pump was able to be updated and was programmed to complex continuous mode. Additional information has been requested.